Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain, general malaise and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with vancomycin (2g every three days; route and duration not reported) and amikacin (100mg daily; route and duration not reported) for peritonitis. Action taken with dianeal therapy is unknown. At the time of this report, the patient is recovering and remains on antibiotic therapy while still hospitalized. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the month following the event onset, antibiotics were discontinued (unreported date). It was reported the patient ¿left the ICU¿. On an unreported date, dianeal therapies were discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.